Event description:
During follow-up, an increase in threshold was noted due to suspected dislodgement of the lead. All other electrical measurements are stable and the physician will continue to monitor the patient. The patient is in stable condition.